Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was implanted in the left flank area with the implanted leads targeting the lumbar nerve. Intra-operative testing was performed at the time of implant, including impedance and depth checks. Upon activation of the system after the implant, communication between the ipg and external therapy discs was found to be inconsistent and unable to be corrected through troubleshooting. On (B)(6) 2025 a surgical revision was performed to move the ipg to a more midline and more superficial position.

Manufacturer narrative:
During the surgical procedure to reposition the device, the ipg was visualized to have migrated so that it was beyond the recommended depth for optimal communication and had also rotated to no longer be parallel to the skin surface. The tissue quality at the original implant site is reported to be good quality and there was no obvious reason for the device to have migrated. The patient is reported to be somewhat sedentary and there are no reports of any specific events such as a fall or injury that may have contributed to the device migration.